Event description:
It was reported that the patient had a revision of the artificial urinary sphincter as the pump was riding up in the scrotum so the surgeon used the tubing from a new cuff to make the pump tubing longer. The original implant was working fine.